Event description:
Physician cut off the lead end. The rest of the lead still in patient. Complete heart block with several pacers since age two. Here with malfunctioning pacer with resulting periods of non-conduction and pause, and inappropriate defibrillation.